Event description:
The customer reported that the vs100 power cord was frayed and copper wires were exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power supply was received by baxter on may 31, 2024. Upon inspection, baxter technician determined that it was damaged with exposed copper wires. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable.

Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Thus, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported that the vs100 power cord was frayed and copper wires were exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4). .